Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4); release to warehouse date: january 04, 2018; expiration date: august 28, 2019; part: 07.704.003s, lot: dse6933 (sterile) - norian drillable inject 3cc ¿ sterile; lot quantity:155. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance received from dsm dated december 27, 2017 was found to be conforming. Sterility requirements on certificate were found to be conforming. No nonconformance reports (ncrs) were generated during the inspection or release of this lot. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of femoral head fracture on (B)(6) 2018, nothing came out into the patient from the norian drillable inject when it was rolled through the roller after mixing for 70 revolutions. The product was within the expiration date; the temperature indicator was adequate; and the appropriate steps were followed. Another norian drillable inject was used and everything worked appropriately. It is unknown if there was a surgical delay. Patient outcome is unknown. This report is for a norian drillable inject 3cc-sterile. This is report 1 of 1 for (B)(4).